Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information. H2: type of follow up - device evaluation. H3: device evaluated by manufacturer- additional information. H6: codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, marathon total length was measured, the useable length and the distal floppy length were measured and found within specification. Marathon catheter body was found to be ruptured at ~11.5cm from the distal tip. Onyx residue was found within the marathon hub. No bends or kinks were found with the marathon catheter body. No damages were found with the marathon distal marker/tip. The marathon distal tip lumen was found to be occluded with solidified onyx residue. The entire surface of the marathon catheter body was examined under magnification. The marathon micro catheter was pressurized with water and found non-patent as it was found to be occluded with the onyx. Based on the device analysis and reported information, the rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance or pauses longer than two minutes. There were pauses during injection; however, it was reported these were approximately 1-2 minutes. However, information regarding the injection rate or use of palm of hand pressure was not provided. Therefore, any contributing factors could not be assessed. Marathon micro catheter IFU contains the following warnings: ¿infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. If flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Either remove the catheter to determine the cause of the obstruction or replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury. When injecting contrast for angiography, ensure that the catheter is not kinked, prolapsed or occluded. Remove excess slack in the catheter to reduce the potential for catheter kink or prolapse.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent for the device. Once the device is received and the investigation completed, a supplemental report will be submitted. Reference MDR# 2029214-2019-00580. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that medtronic microcatheter ruptured at distal segment injection of a medtronic liquid embolic. The patient was undergoing embolization treatment for arteriovenous malformation. There were not any patient symptoms or complications associated with this event. No medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. No patient injury was reported. The vessel was normal tortuous. Aside from rupture, there was not any other damage to the catheter.